Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker. No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 148 mg/dl. It was also stated that the insulin pump may have been dropped. Advised to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).